Event description:
Related manufacturer report number: 2017865-2023-35758. It was reported that the patient presented in clinic for a follow up. Interrogation showed that the right ventricular (rv) lead was experiencing noise. The rv lead was explanted and replaced with alternate rv lead. During revision, the atrial lead dislodged, and was also extracted. The patient's condition was stable.